Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a polyflux 17l inside the cap during setup. There was no patient involvement. No additional information is available.